Event description:
Adult patient went to or for posterior lumbar interbody fusion at l4-l5. During the surgery, while rotating the blade of a 7mm intervertebral disc excisor, the head of the instrument broke off, leaving the piece in the l4-5 disc space. Retrieval of the piece would have required an anterior surgical approach, so the piece remains in the patient.